Event description:
On 22/nov/2022, fresenius became aware this 70-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since on (B)(6) 2019 was diagnosed with a hernia, which is scheduled for surgical repair (date not provided). During follow-up (via email), the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an inguinal hernia, however it is unknown when it developed. Despite the unknown timeline, the pdrn alleges the patient¿s inguinal hernia has worsened since beginning pd, as evidenced by the repeated drain complications. The patient has not undergone the surgical repair of the hernia as of on (B)(6) 2022, and the patient continues to undergo ccpd utilizing the same liberty select cycler. Furthermore, there was no report or allegation a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations. Per the pdrn, the patient will transition to hemodialysis (hd) following surgery for an unknown length of time.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of an inguinal hernia (characterized by drain complications), which will require surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s hernia. Per the peritoneal dialysis registered nurse (pdrn), the patient¿s inguinal hernia has worsened since they began peritoneal dialysis (pd) due to the intolerance of the prescribed fill volume(s). Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 22/nov/2022, fresenius became aware this 70-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was diagnosed with a hernia, which is scheduled for surgical repair (date not provided). During follow-up (via email), the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an inguinal hernia, however it is unknown when it developed. Despite the unknown timeline, the pdrn alleges the patient¿s inguinal hernia has worsened since beginning pd, as evidenced by the repeated drain complications. The patient has not undergone the surgical repair of the hernia as of (B)(6) 2022, and the patient continues to undergo ccpd utilizing the same liberty select cycler. Furthermore, there was no report or allegation a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations. Per the pdrn, the patient will transition to hemodialysis (hd) following surgery for an unknown length of time.

Event description:
On 22/nov/2022, fresenius became aware this 70-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was diagnosed with a hernia, which is scheduled for surgical repair (date not provided). During follow-up (via email), the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an inguinal hernia, however it is unknown when it developed. Despite the unknown timeline, the pdrn alleges the patient¿s inguinal hernia has worsened since beginning pd, as evidenced by the repeated drain complications. The patient has not undergone the surgical repair of the hernia as of (B)(6) 2022, and the patient continues to undergo ccpd utilizing the same liberty select cycler. Furthermore, there was no report or allegation a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations. Per the pdrn, the patient will transition to hemodialysis (hd) following surgery for an unknown length of time.

Manufacturer narrative:
Correction: b2.